Event description:
Correction: the patient called their vad coordinator during the night after hearing an alarm when connecting to the mobile power unit. The patient's controller said that it was a low speed alarm. The patient felt fine. When the patient was on the phone with the vad coordinator he developed a low flow alarm. The vad coordinator had the patient switch to batteries and the alarms ceased. Additional information: patient remained hemodynamically stable. Technical services told the vad coordinator that it appeared that the pump stops and speed drops were caused by a perc lead issue. The perc lead issue was also likely the cause of the controller switching to back-up mode. Wear and tear was noted on x-rays.

Manufacturer narrative:
Section h3: the pump remains in use supporting the patient, however, a portion of the percutaneous lead (driveline) was returned and evaluated by the manufacturer. Manufacturer's investigation conclusion: evaluation of the returned distal portion of the driveline from heartmate ii lvas confirmed external wire damage to the orange wire that would have contributed to the low speed operation events, pump stoppage, and driveline fault alarm captured within the submitted log files. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019 the log file captured intermittent low speed operation on (B)(6) 2019 through (B)(6) 2019 as well as a full pump stoppage on (B)(6) 2019. The patient was connected to their mobile power unit or power module during all abnormal pump operation. Additionally, a driveline fault alarm was captured on (B)(6) 2019. The driveline fault alarm appeared consistent with phase 3, which is redundantly supported by the red and orange wires. The patient underwent a distal end driveline repair. Visual inspection of the returned distal segment of the driveline showed that it was cut approximately 10.5 inches from the distal end metal connector. The driveline was tested in the condition it was received and revealed no discontinuities or shorts. The silicone sleeve had a cut in the jacket approximately 2 inches from the metal connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown approximately 2 inches, 4 inches, and 6 inches from the metal connector. The layers were carefully removed, and visual microscopic inspection showed a breach in the insulation of the orange wire approximately .25 inches from the controller connector. The observed wire damage appeared to be the result of repetitive flexing of the driveline in this location. The remaining wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Additionally, a pull test was performed on all of the wires of the returned segment of driveline and the conductor of the orange wire broke with a moderate amount of force approximately .25 inches from the distal end metal connector, in the same location as the insulation breach. The observed damage to the insulation of the orange wire would have contributed to the observed low speed operation and pump stoppage if the exposed conductor from the orange wire made contact with the braided shield while the patient was operating on the mobile power unit or power module with a grounded patient cable, resulting in a short to shield. The breakdown of the conductor of the orange wire would have contributed to the observed driveline fault alarm captured within the submitted log file. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Incidental finding: evaluation of the driveline revealed an incidental finding of damage to the outer silicone jacket. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 3 months 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient called vad coordinator during the night after experiencing low flow and red heart alarms. The vad coordinator had patient change batteries and the alarms ceased. The patient arrived at the clinic the next day and upon connecting him to the grounded pm cable, the pc made a grinding low pitch noise. This noise then stopped after 15 seconds. The vad coordinator reviewed the files and kept seeing pump stops and frequent low flows and odd noise from the pc, so they switched him to his back up controller. This was uneventful. His new primary (back up pc) was on batteries. Parameters stable with full green arrow circle. The vad coordinator switched him back to the grounded pm cable to look at the log files on the new primary controller. All appeared normal. After about 5 minutes, the pc connected to him developed a hazard alarm. The screen went blank, and only a continuous beep was heard. The vad coordinator went back to batteries, then the screen on the pc lit up, broken red heart illuminated and low flow, pump stop alarms were present. Only half of the green arrow circle was illuminated. On (B)(6) 2019, tech services arrived on site and replaced approximately 10 inches of driveline. Patient expected to be released to home on regular grounded patient cable post observation. No additional information was reported.